Event description:
It was reported, during reprocessing, the gastrointestinal videoscope tested positive for greater than 80 colony forming (cfus/endoscope) of pseudomonas aeruginosa with all channels being sampled. The scope underwent additional testing 1 week later and was positive for 25 (cfus/endoscope) of pseudomonas aeruginosa. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's (lm) review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the lms final investigation. Correction to b5 field. The lm reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024 sampling from: all channels cfu: 1cfu/endoscope bacterial identification: pantoea species. Sampling date: (B)(6) 2024 sampling from: biopsy channel cfu: <1 colony forming units (cfu)/endoscope bacterial identification: n/a. Sampling from: suction channel cfu: <1cfu/endoscope bacterial identification: n/a. Sampling from: a/w-channel cfu: 1cfu/endoscope bacterial identification: staphylocoques coagulase negative 36°c. Sampling from: auxiliary water channel cfu: <1cfu/endoscope bacterial identification: n/a. The device was evaluated where an additional reportable malfunction was noted where brown foreign material was attached in the air/water cylinder. The foreign material and the root cause of when it has been attached to the subject device could not be conclusively identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported, during reprocessing, the gastrointestinal videoscope tested positive for less than 80 colony forming (cfus/endoscope) of pseudomonas aeruginosa with all channels being sampled. The scope underwent additional testing 1 week later and was positive for 25 (cfus/endoscope) of pseudomonas aeruginosa. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.